Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer changed the battery but it did not work. Customer's blood glucose level was 9 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also with corroded battery tube. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications and unit passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump had cracked case at the reservoir tube window corners and minor scratches on the lcd window